Event description:
Patient was revised to address pain. Upon exposure it was determined that the trunion was impinging ont he 10 degree lip of the poly resulting in osteolysis and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.